Event description:
Product investigation reported, the lancet does not retract into the softclix lancet device. No pt injury was reported and no treatment was received. Replacement product was shipped to the pt.